Event description:
During the procedure the device was reported as "too hot". No patient or user injury was reported. There was a back up device of the same kind available.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. Product did not overheat during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. No containment or corrective actions are recommended at this time. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(4) 2017.